Event description:
The customer contact reported that there was an operator error in programming the device, which resulted in the pt receiving more medication than intended. The pump was programmed with an unspecified concentration of dilaudid in the continuous only mode. No additional programming parameters were provided. The specific programming error was unspecified. The cusotmer contact reported that the pt "was a no code" and the dr was in the room at the time of the unspecified "event." The effects of the medication on the pt were unspecified; however, no medical interventions were provided. The customer contact reported that the pump "was removed when they realized too much had gone in." Though requested, the customer declined to provide additional information.